Event description:
It was later reported that the patient underwent exploratory surgery. The surgeon reinserted the lead and the high impedance was resolved. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen at the clinic and high impedance of over 9000 ohms was seen. Patient was referred back to their surgeons for evaluations. It was noted that the patient has a small dog that occasionally jumps on her chest, but no other trauma was reported. It was later reported that x-rays were performed but not made available for review. The patient device was noted to be disabled. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.